Event description:
It was reported that a patient presented to the emergency room with high and out of range defibrillation impedance on their right ventricular lead. No intervention was reported. There were no patient consequences.